Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding the patient. The caller stated that the patient¿s implantable neurostimulator (ins) does not stay charged, and that the patient has to charge multiple times a day. They stated that the patient charged 8 hours prior to the report, and the ins was at 50% at the time of the call. The caller added that the ins will be depleted by the time the patient goes to bed if they do not charge again during the day. They stated that the charging frequency has been this way since implant. The caller confirmed that the patient charged the ins to full each time and is charging with excellent quality. Patient services redirected the caller to the patient¿s healthcare provider to coordinate meeting with a manufacturing representative. No further complications or symptoms were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they had to charge their unit two to three times a day. It was reported that they needed to reach an agent to be adjusted and noted that the agent they were assigned to, they hadn¿t been able to connect with for four months because of their schedule. The patient requested another agent that had time to attend to their issues. No further complications were reported/anticipated.